Event description:
Received information stating that customer had an occlusion alarm.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted. Reportedly, the hcp stated that the consumer may be pulling out the infusion set unintentionally.